Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The event could not be confirmed and an event cause could not be determined from the reported information. Mdrs related to this patient: 2029214-2016-00578, 2029214-2016-00579.

Event description:
Medtronic received information that a patient underwent retreatment after pipeline implantation. The patient received the pipeline to treat an aneurysm in the left para-ophthalmic artery. One day after implantation, it was reported that the patient received a second pipeline implant. The reason for retreatment was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.